Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and pacing inhibition on the right ventricular channel. Additionally, farfield oversensing was also observed on the right atrial channel. Further evaluation of the system and reprograming options were discussed. This device remains in service. No further adverse patient effects were reported.